Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One nanotite tm tapered certain® implant 4 x 11.5mm (nint411) and one unknown screw were not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed since the products were not returned. Pre-existing conditions were unknown. However, devices were located on tooth location #28 (universal) for approximately 10 years. Implant remains implanted. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 977548. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (977548) for similar event and no other complaint was identified. DHR and complaint history review could not be performed for unknown 3i screw as the lot/item number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw at implant site # 28 fractured in a well seated implant. Removal tools purchased and clinician also requested screw iunihg to be sent out. Patient returning for screw removal. As a result of this event, no injury to the patient was reported.